Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/17/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: no defect found. Unable to duplicate the complaint. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No alarms occurred during 24hr duration testing. The pump history shows the pump was manually suspended on (B)(6) 2015 11:52; deliveries never resumed. Pump was manually suspended on (B)(6) 2015 08:39; deliveries resumed 08:52. The last bolus delivery was on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Patient had a blood glucose over 250 but less than 500 mg/dl with no symptoms, no ketones. Reporter has lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.